Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient developed a rash, redness, inflammation, blisters, dry skin, and drainage under the sensor patch and extending beyond the patch perimeter. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was cleansed with soap and water. The reaction was treated with an unspecified prescription oral medication. No additional patient or event information is available.